Manufacturer narrative:
Upon review of the device history record, a conclusion can be drawn that nothing in the manufacturing and packaging processes is likely to have contributed to the complaint. Based on the above investigation, no definite root cause for the complaint is determined. Based on the complaint history, work order search, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4): device evaluated by manufacturer? Lens not returned. Evaluation: method: work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4): lens not returned.

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens in the patient's right eye (od) on (B)(6) 2014 and a refractive surprise was noted. The lens was exchanged for a different power toric lens and this resolved the problem. The patient experienced corneal issue overtime due to toric correction.